Event description:
Customer reported the hold/suspend button is missing from the alarm. The issue was discovered during setup. The date of the event is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Pt gender: na. Evaluation codes: results: evaluation of the returned product confirmed the reported issue and revealed that the unit hold button has been torn off and is missing, as a result unable to test the hold function. The unit powers up and passes all fusional tests, however the battery springs are bent. (B)(4).